Event description:
It was reported that it was suspected that the old pump "may have been defective" because when the new pump was programed at the same dose it was "too much medication" for the pt. A potential catheter kink was also suspected: the catheter was not replaced. It was believed that the pump was returned for analysis. As of the date of this report the pump had not been received by the manufacturer. Additional info received did not report any symptoms prior to pump replacement. Following pump replacement the pt experienced overdose symptoms with no change in drug or dose. The pump contained morphine 17mg/ml at a dose of 2.4mg/day prior to pump replacement.